Manufacturer narrative:
(B)(4). Insulin pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at test at 0.08710 inches. No unexpected hardware low level failure alarms noted during testing however, hardware low level failure alarm is confirmed in the downloaded history file due to broken electrical board trace on the keypad assembly. Insulin pump was programmed with a test guardian 2 link transmitter and a glucose sensor simulator. The pump communicated properly with the transmitter and glucose sensor simulator. The display showed the calibrate your sensor alarm properly after completion of the warmup. The pump displayed the programmed value (100 mg/dl) properly on the display graph. Verified the low blood glucose setup is set to 80 mg/dl. Calibrated the pump at 100 mg/dl and the pump alarmed suspend before low at 100 mg/dl, resumed the basal delivery and lowered the glucose simulator to 45 mg/dl, the pump alarmed suspend on low at 74 mg/dl. Resumed the basal delivery again and the pump alarmed suspend on low at 40 mg/dl. The suspend before low and suspend on low alarms are warning properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm during performing self test. The customer stated that insulin delivery wasn't stop. The customer performed another self test and it was successfully completed. Customer was assisted with troubleshooting. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.